Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen did not turn on in an arctic sun device. Per review of wo on (B)(6) 2025, device used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed control panel. The device was evaluated upon receipt. The control panel does not turn on. The control panel has been replaced and tested. Functional tests performed and the system is working correctly. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen did not turn on in an arctic sun device. Per review of wo on 13jan2025, device used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 13jan2025, device sent to onsite, the control panel has been replaced and tested.